Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and migraine ("migraines"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, depression and migraine outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea and migraine to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2010, and reported adverse events including abdominal pain. Abdominal pain may occur within consumers under essure use. Thus, based on an implied positive temporal and lack of alternative explanation, this event was assesses as related. Coils were removed approximately 5 years after insertion. This case was classified as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's past medical history included gravida ii and parity 2 (((B)(6) 2004; (B)(6) 2009)). Previously administered products included for contraception: mirena from 2007 to 2008 and nuva ring from 2003 to 2005. Concurrent conditions included overweight. In 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia") and cervicitis ("cervicitis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of dysmenorrhoea ("dysmenorrhea"), depression ("depression"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), headache ("migraines / headaches"), the second episode of dysmenorrhoea ("dysmenorrhea cramping)"), dyspareunia ("dyspareunia(painful sexual, pain)"), weight increased ("weight gain"), abdominal distension ("bloating") and pelvic pain ("pelvic pain"). The patient was treated with surgery (laproscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and pelvic pain had resolved and the genital haemorrhage, depression, migraine, menorrhagia, headache, the last episode of dysmenorrhoea, dyspareunia, weight increased, abdominal distension, menometrorrhagia and cervicitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, cervicitis, depression, dyspareunia, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Essure confirmation test: failure to occlude (close) fallopian tubes. There was some dye getting through one side . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet & medical record received. Events abnormal bleeding, vaginal bleeding, menorrhagia, headaches, dysmenorrhea,dyspareunia, weight gain, bloating,menometrorrhagia; depression are added. Lab data updated. Concomitant conditions & drugs are added. Historical drugs and conditions are added. Product , patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes/there was some dye getting through one side". The patient's past medical history included gravida ii and parity 2 ((B)(6) 2004; (B)(6) 2009)). Previously administered products included for contraception: mirena from 2007 to 2008 and nuva ring from 2003 to 2005. Concurrent conditions included overweight. In 2009, the patient had essure inserted. In 2015, the patient experienced depression ("depression"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), headache ("migraines / headaches"), the first episode of dysmenorrhoea ("dysmenorrhea cramping)"), dyspareunia ("dyspareunia(painful sexual, pain)"), weight increased ("weight gain") and abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia") and cervicitis ("cervicitis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pelvic pain"). The patient was treated with ibuprofen and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain and pelvic pain had resolved and the genital haemorrhage, the last episode of dysmenorrhoea, depression, migraine, menorrhagia, headache, dyspareunia, weight increased, abdominal distension, menometrorrhagia and cervicitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, cervicitis, depression, dyspareunia, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. 2009 essure confirmation test: failure to occlude (close) fallopian tubes. There was some dye getting through one side quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and migraine ("migraines"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain, dysmenorrhoea, depression and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, depression and migraine to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2010, and reported adverse events including abdominal pain. Abdominal pain may occur within consumers under essure use. Thus, based on an implied positive temporal and lack of alternative explanation, this event was assesses as related. Coils were removed approximately 5 years after insertion. This case was classified as incident due to the reported intervention required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.